Event description:
Customer reportedly received results of 163 mg/dl from a lab draw and hi (greater than 600 mg/dl) on his advantage system within 10 minutes. No actions taken based on device result. No adverse event reported. Requested return of suspect device, and replacement was sent.